Event description:
It was reported that during a colectomy procedure that the device would cut but stapled partially. Device stapled only every 2nd staple. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.